Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 309 mg/dl while wearing the pod between 37 and 48 hours. The patient noticed insulin leaking. When removed from the infusion site (hip/buttocks), the pod's cannula was found to be dislodged. As treatment, a new pod was placed.

Manufacturer narrative:
The pod was returned with the needle mechanism fully deployed. The soft cannula was free of damages and defects. The needle mechanism was also free of any damages and defects that would have led to the reported dislodging of the cannula. The exact cause of the reported event could not be determined. No damages or defects were present in the fluid path that would cause the reported leaking during wear. The pod data contained no evidence of any timeouts or drive stalls suggesting the pod did not struggle to deliver insulin. A leak test was performed, and no leaks were observed along the complete fluid path. The investigation found no damages or defects that would cause the pod to leak during wear. No problem was found.